Manufacturer narrative:
Based on the current information provided, the cause of the tissue entrapment is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the instrument was installed on the system 10 times and fired 10 reloads (8 blue, followed by 2 white). On installs 1-5 and 7-8, the firings were completed with no pauses for compression. On installs 6, and 9-10, the firings were completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument, per the logs. There were no errors relating to this stapler in the logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that during a da vinci assisted gastric bypass, while using a sureform 60 instrument with a blue sureform 60 reload, the instrument failed on the first fire and didn't cut or staple. The same stapler was used a second time and successfully fired and stapled. The customer called to inquire about having the logs checked but, no stapler messages were found in the system logs during the call and the surgeon was continuing with the procedure robotically. The following information was obtained during follow up with the surgeon, through operating room staff: the stapler fired the staples but did not cut all the way through. Upon removing the stapler, the tissue was stuck and tore when the instrument was pulled away. Intuitive surgical, inc. (Isi) has made multiple, but unsuccessful, additional follow-up attempts for additional information.